Event description:
It was reported that on 20 apr 2026, a 14f amplatzer amulet delivery sheath was chosen for a procedure. There was a stenosis in the groin region, and the sheath could not be advanced. During advancement, the wire damaged the dilator, which required replacement of the sheath. A new 14f amplatzer amulet delivery sheath was chosen and completed the procedure.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.